Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter replacement due to a break in the distal segment. A dye study had been done. The patient had experienced less than 50% therapy relief as well as low back and leg pain. When attempting to remove the catheter, the surgeon found the catheter sliced at the insertion site. The distal portion of the catheter remained in the intrathecal space. The proximal catheter segment was also replaced, but there was no alleged product issue with this segment. The product issue was resolved but the cause was not determined. The patient status at the time of the report was ¿alive ¿ no injury.¿ the system was being used to deliver dilaudid, bupivacaine, and fentanyl. The patient outcome was requested but not known at the time of the report. A supplemental report will be submitted if the information becomes available.